Manufacturer narrative:
E.1.: this event was reported by the director of regulatory affairs. The healthcare facility and initial reporter was not reported on the medwatch form and is unknown. H.6.: imdrf patient code e2401 captures the reportable event of unspecified patient injury. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during a procedure performed on (B)(6) 2025. During the procedure, the balloon was dilated with contrast and balloon began leaking shortly after being dilated. It was reported that a serious injury that required intervention occurred. Additional clarification regarding the nature of the serious injury or the type of required intervention was not provided. No further information is able to be obtained as the healthcare facility and initial reporter was not reported on the medwatch form and is unknown.